Manufacturer narrative:
As of today the device remains in service.

Event description:
Boston scientific crm received information that this device declared end of life due to long charge times during middle of life in (B)(6) 2009. According to labeling, devices should be replaced within 90 days of reaching elective replacement indicator. According to the clinician this device has not been replaced per the patient's request. No adverse patient effects reported.